Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal was missing. The customer stated problem was duplicated. At least one of three delivery accuracy tests performed was over delivering being outside of the manufacturing specifications. The pump's expulsor was trimmed in order to bring the delivery into a nominal range. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a pump fail accuracy +8.65%. No patient involvement.